Event description:
It was reported that the external pulse generator (epg) turned off while on a patient, despite having a new battery. The epg will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).